Event description:
A report was received that after a revision procedure (MFR report #: 3006630150-2014-02953), the patient was experiencing charging difficulty. It was determined that the ipg had protruded from the skin. The patient underwent a pocket revision. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
.